Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure of the right shoulder, the unit appeared to stick onto the area of repair. It was further reported that when the doctor proceeded to remove the unit, the tip of the unit was missing. Further, the broken piece was removed from the pt and another unit was used to successfully complete the procedure.